Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced blood glucose excursions while on insulin pump therapy evidenced by blood glucose measuring 30 mg/dl after taking 4 units of insulin upon waking in the morning, and then elevating to 550 mg/dl. The reporter did not participate in troubleshooting the insulin pump with animas customer support and the patient reportedly remained on the pump for insulin delivery. No further information is available regarding this allegation. If additional information is obtained, this complaint will be updated accordingly. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 23-se-2019 device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2019 with the following findings: during investigation, the complaint reading blood glucose issue was reported on 7/28/2018 , according to the pump history the pump was in use for deliveries until 9/2/2019 . Therefore all delivery history and black box data has been overwritten for time of complaint. The pump passed all required testing for delivery accuracy . The available basal total daily dose history indicates the pump was delivering the programmed basal rate until end of use. Unrelated to the original complaint, the up keypad button is responsive but is hypersensitive due to a cracked key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.